Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: g1(contact person), h6(problem code).

Event description:
N/a

Manufacturer narrative:
The initial reporter named in is a getinge employee who has different contact details from that of the event site. Testing of actual/suspected device: the getinge field service engineer (fse) that encountered the issue replaced the drive manifold assembly and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse), the cardiosave intra-aortic balloon pump (iabp) failed drive manifold leak test. There was no patient involvement, and no adverse event reported.